Event description:
Per the independent repair center, the customer alleged problem is alarming/red light. The key failure is the rexroth valve is stuck.associated malfunctions for this device: power switch short circuited, heat exchanger leaking, poppet valve not shifting, tie wraps, clamp and elbow leaking.